Event description:
It was reported that this patient has experienced a deterioration in sound quality and an increase in loudness, when using her speech processor. She also experienced facial nerve stimulation and other non-auditory sensations with use of her cochlear implant. All external equipment was swapped, but this did not alleviate the issues. Integrity testing did not show fault with the receiver/stimulator. The device was reprogrammed,but the patient's performance continued to decrease. An xray was normal for device positioning. Her surgeon explanted the device in 2006 and reimplanted a new device during the same procedure. It was noted that the magnet was displaced and the antenna was bent post a motor vehicle accident.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.